Event description:
It was reported patient presented with lead dislodgement, the following day after the lead was implanted. The lead was repositioned and thirty-six hours later loss of capture was noted. The lead was explanted and replaced with a competitive lead. The patient tolerated the procedure well. There were no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: patient weight units should have been (B)(6) rather than blank.